Event description:
E-complaint-(B)(4). Customer stated "output not accurate". Repair tech stated "not verified". Reference repair order # (B)(4) 1216677-2021-00024 leep system 1000 esu gen 52969 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-inspect return samples analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 03/15/2001 under wo # (B)(4) and shipped on 3/15/2001. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was returned for damage in may 2002 and updated with a new component september 2019. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action the unit was tested to specifications and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
E-complaint (B)(4). Customer stated "output not accurate" repair tech stated "not verified" reference repair order #: (B)(4). 1216677-2021-00024 leep system 1000 esu gen 52969 e-complaint (B)(4).